Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioflex meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained during a follow-up call with the patient. The patient claimed that the subject meter was reading inaccurately on the night of (B)(6) 2016 when she obtained alleged inaccurately erratic blood glucose results of ¿271 and 220 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls within lfs¿ precision criteria. The patient manages her diabetes with insulin which she self-adjusts, taking toujeo in the evening and apidra in the morning/lunchtime and at around 9pm each day. She indicated that after obtaining the alleged inaccurate results, she administered an increased dose of apidra on (B)(6) 2016. She reported that around 11am on (B)(6) 2016, she developed symptoms of ¿blurry vision and drowsiness¿ which she associated with a high blood glucose excursion. She denied receiving any treatment for her symptoms. During troubleshooting the cca noted that the patient¿s meter was set to the correct unit of measure and control test had not been manually selected. The cca also noted that the patient¿s test strips had been stored correctly and were within expiry date and the test strip vial was not cracked or broken. The cca confirmed that the patient had used the same approved sample site to obtain the blood samples and she described the correct testing steps. The cca walked the patient through a control solution test and the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate erratic readings on the subject meter and reportedly developed symptoms suggestive of severe hyperglycemia, after the alleged meter issue began.